Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving clonidine (600 mcg/ml at 227.37 mcg/day) and dilaudid (20 mg/ml at 7.579 mg/day) via an implanted pump. The patient¿s medical history included a hernia surgery 2 weeks prior to (B)(6) 2018. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs indicated a motor stall occurred on (B)(6) 2018 and was active. It was confirmed there were no emi (electromagnetic interference) or magnetic sources present. The pump was re-interrogated and no motor stall recovery message was seen in the logs. The patient had symptoms of malaise, increased pain, nausea, and fatigue. The patient was going to be meeting with the surgeon on (B)(6) 2018 to plan replacement. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.